Event description:
Leaking of penguin milk warming bags reported. There are 2 compartments, one for water and one for feeding syringe/bottle. The water compartment is leaking into the dry side possibly contaminating the babie's food source.